Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for birth control. Over the next few years, the plaintiff began experiencing abdominal pain, impaired vision, tooth decay, bloating, weight gain, severe back pain that radiates down her legs and causes swelling, blood clots, pain during intercourse, flu like symptoms prior to menstruation, and swollen feet and ankles. On or about (B)(6) 2016, she underwent a hysterectomy to remove essure device because she learned that the left coil of the device had migrated and therefore needed to be removed. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced blood clots (interpreted as genital bleeding). About 4 years and 3 months after essure insertion, she underwent a hysterectomy to remove essure device because she learned that the left coil of the device had migrated and therefore needed to be removed. Both events are serious due to their medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device migration were not known. Based on their nature and considering a compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
A quality-safety evaluation was received on 01-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced blood clots (interpreted as genital bleeding). About 4 years and 3 months after essure insertion, she underwent a hysterectomy to remove essure device because she learned that the left coil of the device had migrated and therefore needed to be removed. Both events are serious due to their medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device migration were not known. Based on their nature and considering a compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation / left coil of the device had migrated") and genital haemorrhage ("blood clots") in a 42-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's previously administered products included for contraception: ortho novum from 2007 to 2010. Concurrent conditions included hypertension since 2012. Concomitant products included amlodipine (amlodipin) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced dental caries ("tooth decay / dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), the first episode of visual impairment ("impaired vision"), abdominal distension ("bloating"), back pain ("severe back pain"), influenza like illness ("flu like symptoms prior to menstruation"), joint swelling ("swollen ankles"), pain in extremity ("pain that radiates down her legs"), peripheral swelling ("leg swelling, swollen feet"), eye disorder ("eye problems"), the second episode of visual impairment ("vision problem") and complication of device insertion ("she had problems inserting second essure"). The patient was treated with surgery (ull hysterectomy, salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the weight increased, menorrhagia, dysmenorrhoea and fatigue had resolved. At the time of the report, the uterine perforation, genital haemorrhage, dental caries, abdominal distension, dyspareunia, influenza like illness, joint swelling, pain in extremity, peripheral swelling, eye disorder and the last episode of visual impairment outcome was unknown and the back pain and vaginal haemorrhage had resolved. The reporter considered abdominal distension, back pain, complication of device insertion, dental caries, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, influenza like illness, joint swelling, menorrhagia, pain in extremity, peripheral swelling, uterine perforation, vaginal haemorrhage, weight increased, the first episode of visual impairment and the second episode of visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Current weight 250 lbs. Approximate weight at the time of essure placement 230 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure lot number and events menorrhagia, vaginal haemorrhage, dysmenorrhea, vision / eye problems, fatigue, uterus perforation, pain, did not perform essure confirmation test added and she had problems inserting second essure added. Event device dislocation updated to uterine perforation. Outcome of events updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation / left coil of the device had migrated/ migration of essure device - location of device: uterus") and genital haemorrhage ("blood clots") in a 42-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included hypertension on (B)(6) 2016. Previously administered products included for contraception: ortho novum from 2007 to 2010. Concurrent conditions included hypertension since 2012, c-section since (B)(6) 2016, anterior cruciate ligament reconstruction since (B)(6) 2016, cholecystectomy since (B)(6) 2016, ovarian cyst since (B)(6) 2016 and adenomyosis (1. Flatus consistent with adenomyosis.). Concomitant products included amlodipine (amlodipin) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced back pain ("severe back pain/ pain"). In (B)(6) 2013, the patient experienced dental caries ("tooth decay / dental problems"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of visual impairment ("impaired vision"), abdominal distension ("bloating"), influenza like illness ("flu like symptoms prior to menstruation"), joint swelling ("swollen ankles"), pain in extremity ("pain that radiates down her legs"), peripheral swelling ("leg swelling, swollen feet"), eye disorder ("eye problems"), the second episode of visual impairment ("vision problem") and complication of device insertion ("she had problems inserting second essure"). The patient was treated with surgery (full hysterectomy, salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the weight increased, menorrhagia, dysmenorrhoea and fatigue had resolved. At the time of the report, the uterine perforation, genital haemorrhage, dental caries, abdominal distension, dyspareunia, influenza like illness, joint swelling, pain in extremity, peripheral swelling, eye disorder and the last episode of visual impairment outcome was unknown and the back pain and vaginal haemorrhage had resolved. The reporter considered abdominal distension, back pain, complication of device insertion, dental caries, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, influenza like illness, joint swelling, menorrhagia, pain in extremity, peripheral swelling, uterine perforation, vaginal haemorrhage, weight increased, the first episode of visual impairment and the second episode of visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Current weight 250 lbs. Approximate weight at the time of essure placement 230 lbs. On (B)(6) 2016 surgical pathology report: final diagnosis uterus, complete, with right and left fallopian tubes. Mild chronic inflammation, uterine cervix proliferative endometrium. Adenomyosis. Left fallopian tube demonstrating an adjacent aggregate of hemosiderin-laden macrophages, a paratubal hydatid cyst of morgagni (0.8 cm in greatest dimension) and a paratubal focus of endometriosis. Right fallopian tube with no significant histopathologic abnormalities. No evidence of malignancy. On (B)(6) 2016 procedures performed: total. Laparoscopic hysterectomy, bilateral salpingectomy, da vinci assisted. Right ovarian cyst aspiration, da vinci assisted. Cystoscopy. Findings: flatus consistent with adenomyosis. Normal-appearing tubes. Benign ovarian cyst on the right. Lima left adnexa. S. Normal cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.